Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm during testing. Unable to confirm low battery alarm due to keypad unresponsive. Pump received with cracked reservoir tube lip noted. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 130 mg/dl. The customer stated that buttons are not doing anything after replacing the battery. The customer stated that he received low battery alarm the customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.